Event description:
It was reported to medtronic neurosurgery that the valve malfunctioned and it was explanted. It was also reported that the patient was under the age of 21.

Manufacturer narrative:
The valve was patent. It met requirements for the siphon, preimplantation, and leakage testings. The valve however did not meet requirements for the reflux testing. Proteinaceous debris was observed in the interior and on the exterior of the valve. The debris may have affected the reflux of the valve. A review of the manufacturing records was not possible as a lot number was not provided. All valves are 100% tested at the time of manufacture.